Manufacturer narrative:
H2: additional information was received and updated in section e for the initial reporter details. H3: a medtronic representative went to the site to test the equipment. Testing revealed the system would not turn on. The uninterruptible power supply (ups) was replaced and the system then functioned as intended. H6: codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735787, (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while uploading images from a disc, the system shut down, and they were unable to power it back on. The manufacturing representative (rep) reported an electric burning smell when attempting to power it on. It was reported by the rep no leds were present on the uninterruptible power supply (ups), the external and internal power cable was connected and had no damage, there was no leakage on the battery, the battery did not feel like it was overheating, and after disconnecting the battery from the ups, the system did not boot up. Biomed checked the fuses and there was no reported issue. The rep and biomed believed the burning smell was coming from the ups. The rep unplugged everything from the ups besides the ac and power button and there were still no leds visible on the ups after trying to boot it up. It was noted that the probable cause was the was the ups. There was no patient involvement.